Manufacturer narrative:
No product was returned and no images were provided therefore the complaint cannot be confirmed. Despite multiple attempts to gain more information about device lot age and user injury no additional information was received and no root cause can be determined. Should the device be returned a follow up report will be sent. Labeling review: "pre-operative warnings: the instruments should be carefully examined prior to use for functionality, excessive wear, or damage. A damaged instrument should not be used as this may increase the risk of malfunction and potential patient injury. Care should be used during surgical procedures to prevent damage to the devices and injury to the patient." "Complications to the hospital staff may include, but are not limited to: cutting of skin. Physical injury that may result from the disassembly of multi-component instruments occurring during surgery. Injury that may result from instrument breakage, slippage, misuse, or mishandling." "Residual risks and potential side effects: residual risks to surgical staff associated with use of general surgical systems are: lacerations, cuts, or abrasions, including due to instrument breakage, slippage, misuse, or mishandling. Physical injury that may result from the disassembly of multi-component instruments occurring during surgery."

Event description:
On (B)(6), 2023 during a spinal procedure a rod cutter broke while cutting a 3.5 mm titanium rod. A piece of the instrument flew into the face of one of the staff assisting in the surgery and caused injury.